Event description:
It was reported that a patient underwent a supracervical hysterectomy on (B)(6) 2012. During the procedure, the device would not power on. Another like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The evaluation verified a broken set screw inside the flex coupler. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-05934 and medwatch 2210968-2012-05935. The same patient is represented in each medwatch.